Event description:
It was reported that a patient exhibited post-paced t wave oversensing from their implantable cardioverter defibrillator's (ICD) ventricular channel. Some reprogramming recommendations were recommended, but nothing has been carried out as of yet. The patient is currently stable.

Manufacturer narrative:
Correction: b5 did not mention far-r oversensing. H6 did not have an additional oversensing code to address the far-r oversensing. Both sections have been properly filled in.

Event description:
New information notes that the patient came in for a check-up on the week of april 11. The patient had been experiencing inappropriate mode switching due to far-r wave oversensing, so the nurse reprogrammed the device. The patient was stable throughout the procedure.

Event description:
New information notes that the patient came in for a check-up on the week of april 11. The patient had not experienced post-paced t wave oversensing since, but they had been experiencing inappropriate mode switching, so the nurse reprogrammed the device to addressed the mode switching. The patient was stable throughout the procedure.